Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
---

Event description:
Boston scientific received information that during the implant of this device, noise was noted on the right ventricular (rv) lead when the pocket was being closed. The noise varied in amplitude and did not appear like typical air bubble noise. The noise intermittently increased when the header was manipulated in the pocket. In addition, the noise did not result in any pauses in pacing for more than two seconds. The device was then programmed to asynchronous pacing to avoid pacing inhibition and the rv lead was then disconnected from the device. No abnormalities were noted on the lead¿s terminal pin. A new rv lead was implanted and was tested through the pacing system analyzer (psa). The same noise was again observed. The physician decided to replace the device as well. When the second device and second rv lead were connected, no further noise was observed. The first device and rv lead were then visually examined. A small puncture is seen in the device¿s seal plug and along the depression slit. Also, the rv lead had a noticeable cut in the insulation and the suture sleeve. The physician believed the lead and the sleeve were likely cut accidentally during the implant procedure. No adverse patient effects noted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted fluid in the port as well as a small hole in the ventricle seal plug. The setscrews moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. An is-1 lead was then tested with the device. The lead was able to be fully inserted without issue. In addition, the testing of the pacing functions were performed with the inserted lead during which, the lead and device were manipulated and tapped on. No pauses in pacing, noise or any anomalies were noted during testing. Laboratory analysis was unable to reproduce the clinical observations; however, the hole in the seal plug may have contributed to the noise that was observed in the field. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.